Manufacturer narrative:
The hill-rom tech found the CPR valve inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the CPR valve to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the CPR function was inoperable. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).